Event description:
It was reported that the device's pressure screw cannot be moved; resulting in the inability of the hospital staff to remove a pt from the device after an operation. Tubing pliers had to be used to turn the screw. The clamp is not used very often.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation, 311 enterprise drive, plainsboro, nj 08536, attn: corporate complaint coordinator.